Manufacturer narrative:
Resubmitting to FDA due to outage. Original submission took place (B)(6) 2014. Examination of the returned device confirms the material fracture as reported. A review of the device history records found no related deviations or anomalies. A metallurgical review concluded that the failure of this stem is not due to a metallurgical anomaly or a problem during the manufacturing. The initiation of the failure is certainly due to a sudden variation of strain. After this initiation, the stem was stressed in a monotonous way without overstress. Based on the investigation, a need for corrective action is not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation.

Event description:
Breakage of corail stem. Distal part was well fixed and proximal part was loose.

Manufacturer narrative:
Additional narrative: this complaint is still under investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation.